Manufacturer narrative:
Findings: no excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 540 mg/dl. The customer was treated for high blood glucose with pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 540 mg/dl. After performing troubleshooting, customer was advised that the pump will be replaced. The customer was advised to discontinue use of the pump and revert to backup plan as per health care provider.